Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to overloading the guidewire tip, causing it to tear. The event can be prevented by following the instructions for use (IFU) which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital, japan workers' health and safety organization. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the single use mechanical lithotriptor v tip split when the device was inserted into the biliary tract and operated two or three times to crush a stone. The issue was found during a therapeutic procedure and it was completed with a similar device. There was no patient harm or user injury reported.